Event description:
It was reported the image equality became degraded to the point in which they were not usable. This can cause the system to be unusable due to the inability to see the live image. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.